Manufacturer narrative:
Follow-up # 1 date of submission 02/18/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 01/29/2014 with the following findings:during testing, the display was found to be dim/faded and discolored. Unrelated to the complaint, evaluation revealed that the battery compartment was cracked below the finger pad and extended down to the primary seal. No power loss issues occurred during investigation. There was no evidence of moisture damage in the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The reporter alleged that the display was faded. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.